Event description:
Consumer called stating that the 1392kd toilet safety frame allegedly wobbles when used. Each arm allegedly moves approximately 1 inch. No injury alleged. Malfunction has not been confirmed.